Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 440.838s lot : 797p374 release to warehouse date : 12.may.2022 expiration date : 01.may.2032 supplier: jabil switzerl.manufact. Gmbh (rar) manufacturing site: werk selzach the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the provided patient radiographs revealed that there was a plate and screw construct implanted medially in the right proximal femur. The plate was broken at one of the locking holes. The broken fragments were observed in the provided evidence. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tomofixtibheadpl anatom med prox r he 4h. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. H4: device manufacture date corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tomofixtibheadpl anatom med prox r he 4h was broken across the most proximal screw hole from the shaft section, both fragments were returned. A dimensional inspection for the tomofixtibheadpl anatom med prox r he 4h was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tomofixtibheadpl anatom med prox r he 4h would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: 55 y male, occupation: maintenance worker, physically active/heavy work 174cm, 98 kg, bmi 32, healthy, bp medication. Medial knee pain since 2019 - medial oa, no previous surgery in indicated knee date of surgery on (B)(6) 2022 - hto, tomofix, 7 degree correction, no bone void fill plain x-rays attached plate breakage on (B)(6) 2022, noticed during routine 1st follow-up visit. No injuries post-operatively, falling etc revision (plate removal, new plate) on (B)(6) 2022. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? Yes. Hardware/explant removal due to: plate breakage, did patient require revision surgery? Yes. Date of revision surgery. On (B)(6) 2022. Reason for revision surgery: plate breakage, new plate, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Re-operation. Patient status/ outcome / consequences is unknown. This report is for one (1) tomofixtibheadpl anatom med prox r he 4h. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.